Event description:
Report 1 of 2 of an overdelivery. In the pre-operative area the transducer line had been primed and the heparinized saline container was pressurized at 300mm hg. The transducer line was connected to the pt's radial artery access site. During the pt's surgery and approx two hours after the set-up of the transducer line, the heparinized saline was removed from the pressure cuff. It was noted at this time that 150ml. Of the heparinized saline was missing from the container. The transducer line was replaced with a line containing a microdrip drip chamber. The clinician reported that the heparinized saline may have been delivered to the pt or lost during "de-airing" of the transducer line. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.